Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was identified. Based on the results of the investigation, it is likely the following led to the malfunction: a leakage occurred from bending section cover, which led to moisture ingress into objective lens. The event can be detected/prevented by following the instructions for use: detect the occurrence of the event by handling the device: inspection of the endoscopic image. Prevent occurrence of the event by handling the device: leakage testing of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the deflectable videoscope exhibited a blurry image and dust inside the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.